Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 234 mg/dl. The discontinuation of the device was advised. The customer was able to clear the alarm and press all of the buttons. The customer was advised to monitor the device very closely if they decide to keep using it. Nothing further was reported.